Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had always been using group a since they had the device implanted. Patient stated at night they would have to turn the stimulation way down because if they laid on their back, it would feel like they were holding onto an electric fence. Patient said then in the morning when they got up, they would turn intensity back up in group a. Patient then stated 3 days ago, when they went to change the settings on group a back to what they keep it at during the day, they received a message that said cannot provide desired intensity settings. Patient switched to group b since then, but they didn't know what was going on or why they couldn't change the intensity setting in group a. Agent reviewed settings not available message meaning with patient. The patient was redirected to their healthcare provider to further address the issue. Patient stated they moved and do not have a managing physician at this time. The issue was not resolved. Agent sent email to local reps for next steps. Patient confirmed issue began 3 days ago.